Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. There was no allegation of a device issue or malfunction during the procedure. A follow-up MDR will be submitted if additional information is received. The system logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The pneumothorax was discovered with a chest x-ray. The target nodule was about 7 millimeters in size and located in the apex of the right upper lobe close to the pleura. The patient was asymptomatic. Radial endobronchial ultrasound (ebus) imaging and biopsy needle were used; there was no device issue or malfunction during the procedure. The procedure was completed as planned with no delays. The patient had a chest tube placed, but the patient's status improved overnight, and they were subsequently discharged the next day.